Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) went on site and found the error on the outer setup joint (suj). The fse replaced the outer suj assembly to resolve the issue with the error. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the analysis is yet not complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, while setting up for a case, the customer received an error. The technical support engineer (tse) checked the logs and found the error indicating a timeout on surgeon side console (ssc) 2. The tse directed the customer to perform a hard power cycle using all circuit breakers. When the system powered back on, it displayed an error on the universal surgical manipulator (usm) 4, with an option to disable the usm to continue. The customer was unable to perform the case using a three-arm configuration and elected to convert to laparoscopic surgery.